Manufacturer narrative:
Failure analysis revealed that the insulin pump failed the displacement test and alarmed motor error during rewind as a result of a motor encoder signal being out of phase. The device was received with cracked reservoir tube lip.

Event description:
The customer reported having an MRI while wearing the insulin pump. After the device was exposed to a high magnetic field, it started making a noise and asked to rewind again, then alarmed motor error. The blood glucose reading was 408mg/dl. Troubleshooting was performed, and no damage to the drive support cap noted. Advised the caller that the device would be replaced and revert to back up plan. No further information was provided.